Manufacturer narrative:
The fse replaced the air flow sensor to address the reported problem. Fse performed extended self-test (est) and volume control ventilation (vcv) mode test and it passed. Device is returned to full functionality. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported the unit has an error code message of air valve stuck closed. Customer reported that there was no patient involvement.